Manufacturer narrative:
Follow-up #1 date of submission 11/30/2016-device evaluation: the pump has been returned and evaluated by product analysis on 11/07/2016 with the following findings: a review of the black box did not indicate any power issues. The pump powered on to a blank display screen. The complaint of an intermittent power issue could not be adequately investigated due to the blank display. Investigation revealed that the cause of the blank display was internal moisture damage. Investigation revealed moisture damage to the printed circuit board and leak testing revealed a battery compartment leak. Investigation revealed that the battery compartment was cracked. The battery cap was undamaged and was able to secure properly to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. Reportedly, the pump had an intermittent power issue and there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.